Event description:
It was reported patient underwent primary total knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2011 for unknown reasons. It was further reported patient underwent a revision procedure on (B)(6) 2014 due to loosening of the femoral component. The femoral component was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-05019 / 05020).